Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on the day of implant, an asystole episode was recorded which appeared to be loss of electrode contact. It is suspected that air/fluid in the pocket caused loss of electrode contact. The patient was asymptomatic during the episode. The device remains in use. No patient complications have been reported as a result of this event.